Event description:
This report is based on information provided by philips authorized service provider and has been investigated by the philips complaint handling team. Philips received a complaint on the heart start xl+ indicating that the ECG alarm during self-test. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was not confirmed, customer redid the self-test and device work functionally. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer's reported problem was unable to be reproduced. The device successfully passed all required testing. The device remains at the customer site and no further evaluation is required at this time. If additional information is received the complaint file will be reopened.